Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric peritoneal dialysis (pd) patient experienced a broken roller lock component (twist clamp) on a minicap transfer set. The issue occurred while the patient was connected to the device and the patient was hospitalized for an unreported indication. The transfer set was in use for 1.5 months when the unspecified issue was noted. As a result the patient¿s transfer set was changed. There was no patient injury or medical intervention associated with this event. No further detail was provided regarding whether dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo was performed with the naked eye. Broken occluder feet were identified during visual inspection. The reported condition was verified. The cause of the broken occluder feet was not determined. Should additional relevant information become available, a supplemental report will be submitted.